Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 1 tube had an additive abnormality(white clumped additive) that appeared to be foreign matter. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 07-feb-2025 h3. Device eval by manufacturer- yes bd received one sample and four photos for investigation. An evaluation of the returned sample and photos revealed an unused tube containing white foreign matter inside. Additionally, 100 retained samples were visually inspected, and no foreign matter was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 1 tube had an additive abnormality (white clumped additive) that appeared to be foreign matter. There was no health impact or consequences reported.